Event description:
It was reported that a pre-attached deltec® port-a-cath® power p.a.c. Was assembled in reverse. The increments started at 70 at port instead of 10. Surgeon implanted one port and cut the catheter too short because of the catheter being reversed. The patient had to return to surgery for the port to be explanted. No permanent injury was reported.

Manufacturer narrative:
Based on the additional information, this event is not considered reportable at this time.

Event description:
It was then reported that this device was not placed in a patient. No patient was involved in the reported event.